Manufacturer narrative:
The pump passed the active current test and self test. No blank display noted during testing. However, high sleep current noted during testing. Successfully downloaded history files and traces using thus. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Pump was cut open to perform visual inspection and found moisture damage¿on the pcba 1, pcba 2 and corroded battery tube. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: partially broken reservoir tube lip, missing reservoir tube o-ring, missing retainer ring, broken belt clip rails, cracked select button keypad overlay, scratched case and minor scratched lcd window. Blank display not confirmed. High sleep current due to moisture damage on the pcba 1, pcba 2 and corroded battery tube. Cosmetic damage confirmed at the retainer ring. Moisture damage found on the pcba 1, pcba 2 and corroded battery tube. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced retainer ring damage and pump shutdown. The customer reported no adverse event. The event involved product(s) mmt-1780kpk. Troubleshooting was performed for reported allegation. No harm requiring medical intervention was reported. Mmt-1780kpk was requested and customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.